Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2011. Subsequently, patient underwent incision irrigation and debridement due to non-healing surgical wound on (B)(6) 2011. No revision procedure has been reported at this time. No further information has been provided.